Manufacturer narrative:
Product analysis #(B)(4). (B)(6) 2018 dailig2: please refer to the attached service report 400466623. Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4) , UDI#: (B)(4). Analysis found no fault with the mainframe as they could not duplicate the complaint. The device was tested and passed manufacturing specifications. Analysis could not duplicate the complaint of the customer. The interface had 2 worn wave washers. The wave washers were replaced. The device was repaired, tested, and passed manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) reported via a manufacturer representative that the mainframe and interface could not stimulate any nerve tissue during the thyroidectomy procedure. The surgeon was not happy with the response he was getting as he could not find the nerve. No back-up devices were used during the procedure. There was no patient impact.